Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported that there was a sharp right turn in the iliac arteries. Aneurysm morphology is unknown. It was reported that as the physician tried to deploy the stent graft, the graft cover would not unsheath. The black slide ring retracted to a certain point and would tilt, pulling the bottom with the delivery handle. The delivery catheter was removed from the patient, and an identical device was deployed without complications. The patient is reported to be fine, and no additional clinical sequelae were reported. No additional information is available. The device was discarded and is unavailable for returned goods investigation.